Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient was on a phone call and stated the high alert went off. The patient indicated his ear was ringing for 45 minutes after the alert went off and was concerned that he may have suffered permanent hearing damage. Further contact was made with the patient and the patient stated his hearing has returned to normal and had not noticed permanent damage but was still concerned for it. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5076357.

Event description:
Subsequent to the initial MDR, the patient submitted a voluntary medwatch report via maude. Further contact with the patient was made on 05/22/2018 and the patient stated the issue with the alarms occurred on (B)(6) 2018. No additional patient or event information is available.